Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of failure to capture was not confirmed. Visual inspection found no anomaly on the helix. Further analysis performed found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient presented for a leadless pacemaker (lp) implant. During implant, after screwing into a target location, it was observed, the lp failed to capture. The lp was unscrewed and being moved to a new location. When a tip angiogram was performed and a cardiac tamponade, cardiac perforation, and pericardial effusion were confirmed. Afterwards, the catheter was not moved. An ultrasound evaluation and drainage were performed, and the bleeding was stopped. Later, the patient exhibited bradycardia, but the rate recovered. Subsequently, they developed ventricular tachycardia. And a cardiac surgeon completed an extracorporeal membrane oxygenation (ECMO), followed by a thoracotomy. After thoracotomy, the lp and delivery catheter were removed. And the patient was transferred directly to intensive care unit for recovery. The patient was stable.